Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain from esophageal spasms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015 by (B)(6). Previous to device explant the patient was prescribed several steroid taper packs and trialed numerous anti-spasmodics without any relief or improvement of symptoms. Patient also had multiple dilations without any improvement of symptoms prior to device explant. Uneventful device explant due to pain from esophageal spasms on (B)(6) 2016. Device found in correct position/geometry. Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain from esophageal spasms leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015 by dr. (B)(6) at (B)(6). Previous to device explant the patient was prescribed several steroid taper packs and trialed numerous anti-spasmodics without any relief or improvement of symptoms. Patient also had multiple dilations without any improvement of symptoms prior to device explant. Uneventful device explant due to pain from esophageal spasms on (B)(6) 2016. Device found in correct position/geometry.